Event description:
Device went with sales rep. Insulation at tip broke off, so that was the reason it stopped working. Broken tip was retrieved from patient during the procedure.

Event description:
Device went with sales rep. Insulation at tip broke off, so that was the reason it stopped working. Broken tip was retrieved from patient during the procedure.